Event description:
It was reported that the procedure was to treat the left iliac and right femoral arteries with no calcification or tortuosity noted. The 7x120 mm absolute pro self expanding stent completely failed to deploy. On removal, it was noted that the sheath had broken. An unspecified, same size stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, an 0.018" guide wire was used with the device. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: materials required; one 0.035" (0.89 mm) diameter guide wire. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent in the anatomy possibly by the use of the undersized .018¿ guide wire prevented the shaft lumens from moving freely, resulting in the reported difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure cannot be determined. Interaction of devices and/or manipulation of the device likely resulted in the noted stabilizer jacket kink likely contributing to the reported difficulties and ultimately resulted in the reported break/noted sheath separation. On (B)(6), 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6 device code 2017 clarifier: failure to follow steps / instructionsh7 updated to "notification"